Event description:
It was reported that a balloon rupture occurred. A 3.00 mm x 40.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, nominal pressure was reached for 2 to 3 seconds and the balloon ruptured. The device was removed and the procedure was completed with a different device. There was no patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information within the event. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.